Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - femoral component, catalog#:unk, lot#:unk. Tibial tray, catalog#:unk, lot#: unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-03317, 0001822565-2017-06905.

Event description:
It was reported that patient may require a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.